Event description:
It was reported that during an implant procedure, the guidewire became stuck in the left ventricular lead. It was difficult to remove, but the physician did remove it from the lumen, which may have caused the lead to move because the threshold increased. The lead was reprogrammed and remains implanted. No patient complications have been reported as a result of this event.